Event description:
Circular staple device misfired and staples did not engage causing rectal mucosal injury. Pt developed fever and air around rectum requiring diverting colostomy later that day. Pt was admitted for stapled hemorroidectomy.